Manufacturer narrative:
Device received with intermittent button response due to flattened (escape, up and act ) button dome switch (no crease) and no unlocked lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify unexpected battery power loss anomaly due to buttons not responding. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump received a battery out limit alarm after inserting a new battery. The customer's blood glucose was unknown at the time of incident. The customer was unable to clear the alarm. The customer declined the troubleshooting for blank display. The device will not be returned for analysis.